Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was getting warm. There was no report of patient impact.

Manufacturer narrative:
Date manufacturer received: december 23, 2016. The product analysis indicates that the front bearings were corroded and the nose cone was scratched. The heat complaint could not be confirmed. The one-minute pre-repair temperature test results are as follows: 97 degrees f at the rear, 95 degrees f at the middle, and 98 degrees f at the nose. The motor ran intermittently. The front bearings, nose cone, motor assembly, and other small parts were replaced. Preventive maintenance was performed. The device was repaired and successfully tested to specifications. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.